Manufacturer narrative:
The field service representative (fsr) recommended the customer inspect the process path cover (a-35001248-03). Upon inspection the customer found many serum crystals and cleaned the part. Cleaning the process path cover (a-35001248-03) resolved the issue. The process path cover (a-35001248-03) was determined to be the likely cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for the alinity I processing module serial number (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module serial number (B)(6), or the process path cover (a-35001248-03) was identified.

Event description:
The customer observed falsely increased alinity I total ¿-hcg results on one patient. The following data was provided: sid (B)(6)21may2023 result = 2593.42 miu/ml repeated on 25 may2023 = <2.3 miu/ml sid (B)(6)23may2023 another sample same patient result = <2.3 miu/ml no impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2023-00143-01 under a different suspect device. An evaluation is in process. Complete information for section a1 patient identifier: sid (B)(6) and sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely increased alinity I total hcg results on one patient. The following data was provided: sid (B)(6). (B)(6) 2023 result = 2593.42 miu/ml repeated on (B)(6) 2023 = <2.3 miu/ml. Sid (B)(6). (B)(6) 2023 another sample same patient result = <2.3 miu/ml no impact to patient management was reported.